Event description:
It was reported on (B)(6) 2010 that pt felt a "vibration" or "shocking" from the pump which lasted for 5 seconds. Pt was standing in the living room and not near anything electrical when he felt vibration/shocking. Since the implant of the pump, when he walked by the dryer and his stomach rubbed against the knob, the dryer bell rang. The pt was at home and there were no alarms on the device. Hcp reported that this event was not attributed to any devices. The device delivered 7.7 mg/day morphine. On (B)(4) 2010, the pt reported nausea and vomiting. A dye study was performed and a problem was found. They were able to aspirate 2 mls of fluid from the catheter but dye did not come out of the tip of the catheter after injection through the pump. A roller study was performed and the roller did not move. The hcp had not decided whether to replace the pump, the catheter or both. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).